Event description:
It was reported by the rep device was used during a liver biopsy. It was reported during the biopsy, they went to take down adhesions with the atw35 and the device locked. When attempting to remove the device, the bowel was torn and a colon resection was needed. No further info is known at this time. The rep will provided additional info after followup with the account.